Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device 4). Additional supplemental emdrs were submitted to represent the kugel hernia patch (device 1), perfix plug (device 3). Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009: patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of kugel hernia patch (device 1). (Notes: no op notes were provided). (B)(6) 2014: patient was diagnosed with bilateral inguinal hernias and left flank abdominal wall hernia thereby underwent open repair for right inguinal hernia with the implant of perfix plug (device 2) and left inguinal hernia with perfix plug (device 3), bard flat mesh (device 4) and left flank or abdominal wall hernia with ventralex mesh (device 5). Per op notes, "an incision to the right inguinal ligament, a perfix plug (device 2) was placed using sutures. Attention to the left side, a perfix plug (device 3) and a bard flat mesh (device 4) were placed. Then an incision to the left flank or abdominal wall hernia, a ventralex mesh (device 5) was placed using sutures." (B)(6) 2014: patient was diagnosed with left groin hematoma, thereby underwent left groin wound exploration and evacuation of hematoma. Per op notes, "found a small sized seroma in the left inguinal region that was aspirated. Patient developed swelling and pain involving the left groin region. A hematoma was identified and was evacuated."